Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-00374. It was reported the pt ((B)(6)) is only receiving stimulation on the right side. Furthermore, the pt is reportedly experiencing inconsistent surges in stimulation with a subsequent increase in pain. Efforts to provide effective therapy via reprogramming have been unsuccessful. Surgical intervention will be undertaken at a later date to address these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.